Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that while booting the imaging system the pendant showed disconnection from the mobile view station (mvs), red x for communication. The green line power led was on but the screen was black. No noise or humming could be heard coming from the computer. It was noted that the mvs was able to boot on earlier that day. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date. The medtronic representative suggested to re-boot the mvs and the image acquisition system (ias) separately to see if the mvs would boot up. This did not resolve the issue. During the onsite investigation, the medtronic representative reloaded the imaging system 3.16 software application on the system. After reinstalling the application, the system performed as expected. A successful system checkout was performed which verified that the issue had been resolved. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that while booting the imaging system the pendant showed disconnection from the mobile view station (mvs), red x for communication. The green line power led was on but the screen was black. No noise or humming could be heard coming from the computer. It was noted that the mvs was able to boot on earlier that day. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date. The medtronic representative suggested to re-boot the mvs and the image acquisition system (ias) separately to see if the mvs would boot up. This did not resolve the issue.